Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-xxxx for a description of the other event. It was reported to boston scientific corporation in 2006 that a resolution clip device was used during a colonoscopy procedure (patient gender, age and weight are unknown). According to the complainant, the clip" would not detach from the catheter". Another clip was used with the same issue. Additional information stated that the clip did not grasp the tissue, in fact the clip was bound in the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".